Event description:
The customer reported via the tm an omnifit hip revision case, and reported that the goal was to replace the omnifit head as the poly was worn and the pt was dislocating; the primary implant was carried out approx 12 years ago using omnifit liner, head and stem. The tm further reported that on implantation of the head it was discovered that the taper on the stem was different from the c-taper on the new heads. It was further reported that, in the revision, the surgeon implanted a de puy duraloc cup and liner (32mm poly dia) then tried to fit the omnifit 32mm +10 with c-taper which did not work so he then tried a zimmer head, so he had to carry out a full revision and implanted a zimmer versys cemented stem and head. It was also reported that this lengthened the procedure time by approx 2 hours and that the femur cracked slightly during this process.